Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated no medical intervention was needed since the last call. The customer stated there were no additional blood tests performed with the alleged defective device.

Event description:
Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained from meter to meter comparison of 167 mg/dl using truemetrix meter and 468 mg/dl at the hospital arrival using hospital device. The customer's expected fasting blood glucose test result range is 81 - 137 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Husband stated customer had to seek medical attention due to getting a result of 167 mg/dl on the meter. Husband stated customer was at home and was feeling sweaty, cold and was vomiting. Husband stated customer went to the hospital on (B)(6) 2017 and brought the truemetrix meter. Husband stated the hospital performed a blood test and the truemetrix meter read 167 mg/dl and at the hospital arrival the hospital meter read 468 mg/dl. No time frame was specified between the glucose readings. Husband stated customer was given IV and 6 units of insulin and was advised her blood sugar was high. Husband stated customer was not admitted to the hospital; the hospital ran a blood test before the customer left on (B)(6) 2017 and the result was 225 mg/dl. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was resting at time. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is month of (B)(6) 2017. Husband stated the customer takes her blood test fasting and tests four times a day. Husband stated the customer has not had any changes in her diet and exercise regimen and is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory. Mr. Johnson declined to perform the control test. No back to back test was performed since the customer is resting. She tests 4x a day and is on insulin.